Event description:
The pt has 2 model 3189 leads (from the same lot) implanted as part of his scs system. The pt reported after sleeping in an awkward position, his leads migrated causing him discomfort. The pt indicated surgical intervention was undertaken and the leads were repositioned and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.